Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was oversensing the minute ventilation signal which was inhibition pacing in the patient on the right atrial (ra) channel. The device was also exhibiting intermitted ra lead pacing impedance measurements. No changes were made and the device remains implanted and in service. No adverse patient effects were reported.